Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with a 375cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced bilateral grade IV capsular contracture, left-sided surgical intervention postoperatively. After the implantation of the implants, the patient underwent fat grafting for one of her breasts. Since the impacted side is unknown, it will be reported as left-sided at this time. The patient had been suffering the capsular contracture, breast asymmetry, and breast pain since the date of implantation. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2020. Upon explantation, her surgeon observed that the left-sided device had an opaque/ milky appearance. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.